Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The reported lot number was confirmed from the returned packaging. On visual inspection, the proximal end of the stabilizer was broken/fractured, the hub section was not returned. The delivery catheter was kinked at 6.5cm from the proximal end. The delivery catheter was deformed at 23cm from the proximal end. The distal 35cm section of the delivery catheter was flattened with the stent still contained within. On functional testing, the catheter was flushed, and blood exited. The stabilizer was unable to be advanced to deploy the stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was confirmed to be in good condition during preparation/prior to use on the patient and it was prepared as per the dfu. The device was returned and the damage noted to the device is indicative of the reported event. During the device analysis, the stabilizer was unable to be advanced forward to deploy the stent. It is probable that the device was damaged during the clinical procedure causing the reported event. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and the analyzed defects stent stabilizer broken/fractured during use, stent delivery catheter kinked/bent, stent delivery catheter deformed, stent delivery catheter flat/crushed and stent stabilizer/catheter friction as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent was returned for analysis and the device investigation revealed that the subject stent stabilizer was fractured during use. No clinical consequences were reported to the patient due to this event.